Manufacturer narrative:
This is in response to the add'l info requested for manufacture number mw1036543. Any evaluation or info used by your firm to determine whether the event described in the medical device report is or is not attributed to the device. All info, including any evaluation or analysis, from which your firm determined that the reported event has occurred, or is occurring with lessor or greater frequency or severity than is expected for the device. Add'l info received from MFR 10/03/2006: the reporter has been contacted regarding the status of the sample and add'l info and has not responded at this time. Since the sample has not been returned for analysis, a root cause analysis was unable to be performed. A review of the complaint database was completed for the past two years regarding all bd insyte autoguard catalog numbers where the catheter was cut, sheared or broken, as we are unaware of the exact defect of the device. (B)(4).

Event description:
The catheter was found in three pieces and a portion of the catheter was left in the pt's forearm after the nurse disconnected the unit.